Event description:
During an incident in 1999 involving an unknown patient with a v-fib rhythm, this defibrillator analyzed, charged and shocked, but then displayed asystole so that the next analysis results in "no shock indicated". After a period of apparent asystole v-fib reappeared in every case. The delivery of shocks was delayed each time while CPR was performed due to the "no shock indicated" prompt. The customer reports that the unit was observed behaving the same on an earlier date, 04/27/99.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The returned incident report was dated 1999. The ECG is incomplete, but the event log describes that the defibrillator began by analyzing treatable, charging, and then aborting with the prompt "no shock indicated" (no ECG picture of this). V-fib returned and after a "check patient" prompt, the analyze button was pressed and the defibrillator delivered a shock. The next analysis resulted in "no shock indicated" and the ECG was asystole. This v-fib/"check patient"/shock to "no shock indicated"/asystole sequence was repeated 3 more times over the entire 5 minute incident. A clinical investigator reviewed the incident report and believed the time for the rhythm to recover was longer than it should be, but had no explanation from the patient standpoint. And engineer was consulted and special tests were performed on this defibrillator, but no faults were found. The customer was sent a letter explaining our evaluation.